Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event of system having unstable intraocular pressure. Unrelated to the reported event, the company service representative removed debris from the footswitch as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the system presented with unstable intraocular pressure in the eye. The procedure type and patient impact was not provided. Additional information has been requested but not received.